Event description:
Ocd representative contacting ocd customer technical support to report of a false negative reaction for a rh+ cell to a 0.8% resolve panel a with a sample known to contain anti-d and anti-e in the plasma by the manual gel method using mts anti-igg gel card lot# 051514001-10, exp. 03-09-15, whereas the ortho vision exhibited a 1+ reaction with the same cell. Testing on the ortho vision for the rh+ cell yielded a 1+ result and a "?" Result upon repeat testing. Testing by the manual gel method exhibited a negative reaction to the same cell. Due to the listed donor yielded negative results and the antigram configuration, there is a potential that the anti-d would not have been identified. No specific test protocol provided with regards to the manual gel testing. Haze was noted with the negative reaction with the cell in question with manual gel testing. Testing being done for comparison studies with the ortho vision. Sample ID history of an anti-d and anti-e. All other cells to the listed 0.8% resolve panel a reacted respectively to the patient's known anti-e and anti-d with the exception of one cell by the manual gel method using mts anti-igg gel card lot# 051514001-10. All described testing performed on (B)(4) 2014. Reviewed by the reported ocd rep on (B)(4) 2014 and reported via e-mail on (B)(4) 2014 reported concern. No reports of any abnormal appearance to any of the listed ocd products and the mts anti-igg gel cards have been confirmed to be stored according to their IFU indications (room temp). Quality control confirmed to be acceptable with (B)(4). Ocd representative provided cts with a summary of the complaint and images off of the vision. Upon inspection of the images provided, disturbance of the cell button were noted with the vision. Reporting ocd rep satisfied with the documentation of the reported event and requires no additional follow up. Data collected and documentation indicates that the matrix of the fluid being tested appears to be the cause of the concern.

Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).